Event description:
A healthcare professional (hcp) reported there were no impedance measurements taken. The hcp reported they have a patient with neurogenic bladder and retention that she cannot get 50% relief. The hcp noted that she has tried all reprogramming options aside from cycling and she was wondering what to try next. The hcp wanted to know if there was different programming that works better for her patient. The hcp stated that her patient had no urge prior to implant, but now feels some urges, so that was positive but the patient is still cathing 75% if the volume. It was noted the patient feels stimulation in the correct location and has good lead placement. Additional information from a manufacturer representative (rep) stated they do not know the patient or the physician. Additional information from the hcp reported the patient was seen on (B)(6) 2016 for reprogramming with 4 active programs and tried to remain on each for 4 days and call after 4th day of last program. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.